Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture confirmed by ultrasound.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.5a., b.3., b.5., g.2.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles material was found on the shell/gel and the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted and discarded.